Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported by the clinician that during femoral insertion, the intra-aortic balloon (iab) catheter became stuck in the super arrow-flex sheath. Additional information received on 4/16/2010 by the sales representative stated that the sheath and catheter were removed as one. There were no patient complications reported. As a result, another catheter was used successfully and there was no delay in treatment.